Event description:
Reporter alleged obtaining discrepant blood glucose values of 323 mg/dl compared to a result of 90 mg/dl when testing was performed within 2 minutes to each other on the compact plus system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.